Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic technician reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with near vision. The iol exchanged for another lens (another model) 4 weeks following the initial procedure. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury caused by our company's product. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the physician and reported that the product did not cause or contributed to the event and the patient wanted multifocal lens instead of monofocal lens. There was no patient harm and the surgeon¿s prognosis was good.